Event description:
It was reported that the user believed the ilet was not properly delivering insulin and referenced irregular meal announcement behavior, including multiple meal announcements in short intervals, which suggested device maladaptation. Symptoms included hyperglycemia. There was no report of patient harm. Investigation included review of device use logs and technical support troubleshooting. Investigation of this case revealed frequent sequential meal announcements consistent with user-driven dosing inputs that could contribute to perceived underdelivery or maladaptation, with no alerts or alarms reported. It was concluded that the device function could not be confirmed as defective based on available information, and replacement was provided while awaiting return of the original device for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.